Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she had issues with the infusion sets. Four cannulas were crystalized and five bent cannulas. Customer's blood glucose level was 532 mg/dl. She corrected her blood glucose level with a shot. The customer was nauseous. The high pressure test and self-test passed. The device was not returned.